Event description:
During episode of heart rate decelerations to 70-80, o2 saturation reading 99-100%. Infant turned pale/dusky. O2 saturation 39% when new module placed. Infant immediately placed on 1/5 liter o2 nc and blowby o2 with saturation increased to 98% and color pink.